Event description:
A physician reported observing bilateral glistenings in a pt with an alcon lens in one eye and a competitor lens in the other. The pt's vision was not affected by the glistenings.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 05/16/2008.